Manufacturer narrative:
A proper evaluation cannot be performed at this time due to the product not being returned. The distributor has been contacted for additional information at this time, cook still does not know if the product will be returned for an evaluation. The information booklet that is attached to the back fo each product has a caution statement: " when using wire guide through a metal cannula/needle, use caution, as damage may occur to outer polyurethane coating". As additional information becomes available, it will be forwarded.

Event description:
Customer states: "during a procedure of insertion of a catheter nefrostomico (cook), the doc. Inserted the wire inside the needle. After move it up and down, it cutted the external part, remaining itself in the patient."